Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, and minor scratched display window.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump's act button was sticking. The act button was hard to press. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.